Event description:
During service the device the pump had failure code 814:01. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.